Event description:
Customer's father reports back to back testing on the same meter while using the aviva system with results of 443 mg/dl, 561 mg/dl, 202 mg/dl and 158 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.